Event description:
Information received indicates the head section goes up as soon as the bed is plugged in.

Manufacturer narrative:
The technician found the right siderail caregiver switch was not working. The technician replaced the switch to repair the bed.